Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance while using an electrocardiogram simulator and several electrocardiogram cables that are known to be good, the device displayed a "leads off" message in lead1, lead 2, and lead 3 modes and in paddle mode. The complainant indicated that there was no pt involvement in the reported event.